Event description:
Written report received from baxter for fast flow. Contents of the device reported as 5fu 3850mg/117ml in 91 ml of nacl for a total fill volume of 208 ml. It was reported that after 2.5 days (instead of 5 days) the reservoir was already empty. Infusion time reported 10 am until 2 days later @ 12 am -->50 hours. The report further states that due to the rapid infusion, the patient got side-effects of 5-fu (not further specified).